Event description:
It was reported that a spectrum pump had constant upstream occlusion alarms in the intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. It was determined that this condition was caused by failed upstream sensor. The upstream sensor was replaced.